Event description:
It was reported that the patients leads had high impedances. The patient underwent an explant procedure and the explanted devices were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7076651.